Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent and abdominal pain, specified as " abdomen stiff." The cause of the event was not reported. It was reported that the patient was guided to visit the hospital; however, it was not reported if the patient was admitted for the events. Treatment, patient outcome, and action taken with pd therapy were not reported. No additional information is available the reporter declined follow-up.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.